Event description:
It was reported that the patient had an unknown infection. The patient had redness and swelling at the 'battery site.' Antibiotic treatment was necessary. The physician explanted the device. The patient's status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v851636, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3888-45, lot# v828948, implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 355531, lot# n316563, implanted: 2012 (B)(6), product type screening device, product ID 3550-43, lot# n319853, implanted: 2012 (B)(6), product type accessory, product ID 3550-39, lot# n301705, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory, product ID 3550-14, lot# n318027, implanted: 2012 (B)(6), product type accessory (B)(4).